Event description:
It was reported that the customer's insulin pump alarmed motor error during the prime process. Troubleshooting was performed. The device was not exposed to a high magnetic field. Assisted the customer to run the displacement test and the test failed. Instructed to perform a fixed prime test and the device did not alarm. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.